Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 2/22/2024 and tested on 2/22/2024. Upon pump receival on 2/22/2024 there was a note that stated, " on (B)(6) 2024 upstream occlusion tb wouldn't clear even turning power off/on several times". A picture of the note will be attached, see " (B)(4) note". Due to this note given, the pump was given the initial complaint code of "1uos1: up occlusion sensor - constant nuisance alarm". The pump's event log was pulled and reviewed in order to find the reported constant upstream occlusion errors, which can be seen by the code "e04". Reported issue has been found, pump has 56 instances of the "e04" code throughout its log. The whole log will be attached to the complaint for review, see "sn (B)(6) ".

Event description:
On (B)(6) 2024, infutronix received a report that a pump had an ' up occlusion sensor - constant nuisance alarm" issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The pump was received on 2/22/2024 and tested on 2/22/2024. Detail of the finding can be found on section h10 of this MDR.